Event description:
It was reported that the insulin pump alarmed. No further info was reported.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with a blank screen and a battery heating up as a result of a component at the liquid crystal display board puncturing through the isolation tape and making contact with the positive side of the battery. Further testing was not performed.